Event description:
New information received states that the lead was capped due to oversensing.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained oversensing due to oversensing of noise was noted on stored episodes. The patient was brought into clinic for further testing but noise could not be reproduced. The device was reprogrammed. The patient condition was good.